Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the physician had a patient who was implanted with a device in (B)(6) that presented to his clinic with a scrotal dehiscence and minimal clear fluid drainage. A gram stain revealed a mild infection/skin flora. The patient was brought to surgery the following morning where the site was debrided. Antibiotics were administered and the existing device was re-seated. The patient was put on oral antibiotics.